Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the cuff pressure cannot be maintained. The intellicuff device alarms for leakage. At a device setpoint of 25hpa, the cuff pressure is only 12hpa". This occurrence was noticed during patient ventilation. There is need for medical intervention reported. The intellicuff device got exchanged and the patient treatment continued. Neither harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.